Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that death occurred. In (B)(6) 2012, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the second diagonal with 95% stenosis and was 13 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 20 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient expired due to cardiopulmonary arrest.

Event description:
It was further reported that stent thrombosis occurred.

Manufacturer narrative:
(B)(4).